Event description:
A call was received from respiratory services manager, stating: the patient's family member was close by and noticed right away the trach had fallen apart at the neck flange area. In a subsequent phone call it was also stated by manager that the family member was holding the child. The child squirmed pulling the ventilator circuit tight and the 4.5mm pediatric flextend snapped into two pieces.